Event description:
Intraoperatively, the leaflets were noted to be open; however, there was an increased amount of "fibrinous deposit along the leaflet anchoring the septum above and below the valve". There was also ingrowth noted to be opposite of this. The valve was removed and replaced with spa-101-25.